Manufacturer narrative:
Consumer stated their child experienced enamel loss. The serial number of the toothbrush was not provided. Complaint received from (B)(4). Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that their child experienced enamel loss while using the sonicare power toothbrush. No medical attention was sought.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
The root cause of the customer's complaint could not be determined.